Event description:
It was reported that the display of the infusion device was defective.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Manufacturer narrative:
Correction to h6 results and conclusion codes. Codes c92084 and c91868 were sent on the initial in error.

Manufacturer narrative:
Correction - section e initial reporter address information was updated.